Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set cannula was bent event on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was thigh. The patient blood glucose level and ketones high and was treated with correction injection via multiple daily injections.